Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that nail was removed due to infection.

Manufacturer narrative:
The customer reported two events: a t2 tibia nail was explanted due to an infection and during the explantation the thread of the universal rod got damaged. The evaluation revealed the nail and universal rod to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The products were documented as faultless prior to distribution. Regarding explanted nail due to infection: the checklist for the customer, dqf 13-003 ¿infection complaints - checklist customer¿, was provided to the customer without success. The infection causing germ and circumstances are unknown. An extended investigation was performed according to dqf 13-002 ¿infection complaints - checklist investigator¿. No deviations were found; the nail was packed, sterilized and stored within specifications. Decontamination during manufacturing can be excluded. Therefore the infection was most likely caused by the hospital or the patient. The IFU addresses that all sterile implants and instruments must be checked prior surgery regarding defective sterile barriers; in case the sterility is unclear the products have to be decontaminated / sterilized prior to the surgery. The IFU contains recommended sterilization methods. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that nail was removed due to infection.